Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the right ventricular (rv) lead was not able to be fixated due to a suspected helix anomaly. The rv lead was replaced to resolve the event. The patient was in stable condition.